Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported a viperslide integrity indicator turned black. It was indicated the viperslide pouch had no visible damage. There was no patient involvement.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported complaint of unsealed device packaging - sterility breached was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unsealed device packaging - sterility breached could not be determined. A cut or puncture was observed on the bottom corner of the pouch, resulting in the integrity indicator turning black. The cause of the damage is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported a viperslide integrity indicator turned black. It was indicated the viperslide pouch had no visible damage. There was no patient involvement.